Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-05644. Concomitant medical products: all poly patella size 35 mm dia. Standard 9.0 mm thickness, item# 00597206535 lot# 63187265, unknown femur, unknown tibia. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently was revised due to stiffness. No additional information is available at this time.

Manufacturer narrative:
. This event was not a result of a device malfunction reported event was unable to be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Per package insert: stiffness is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.